Manufacturer narrative:
Citation: witberg g. Aortic valve gradient and clinical outcome in patients undergoing transcatheter aortic valve implantation for severe aortic stenosis. Cardiology 2016;134:128¿135. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding aortic valve gradients in patients who underwent transcatheter aortic valve implant (tavi) for severe aortic stenosis. All data were collected from a single center between august 2008 and november 2014. The study population included 317 patients (predominantly female; mean age 82 years), 72% of which were implanted with medtronic corevalve (serial numbers not provided). The primary endpoint of the study was death from any cause. During a mean follow-up of 2.7 years there were 76 patient deaths (3 of which were in-hospital deaths). The causes of death were not provided. None of the deaths were attributed to medtronic product. Among all patients adverse events included: 69 vascular complications (34 periprocedural and 35 in-hospital), 3 periprocedural tamponade, 4 in-hospital major bleeding events, 6 in-hospital cerebral vascular accidents (cva), 8 in-hospital renal failures, 20 in-hospital permanent pacemaker implants, and 27.7% (88 patients) with post-implant paravalvular leak. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.